Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), uterine perforation ("perforation of the uterus"), perforation ("other organs perforation"), fallopian tube perforation ("fallopian tubes perforation") and pelvic pain ("pelvic pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. Other product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced device dislocation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), pelvic pain (seriousness criterion medically important), abdominal pain ("chronic abdominal"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reaction nos"), autoimmune disorder ("auto-immune reactions"), headache ("headaches,"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (to remove essure). At the time of the report, the device dislocation, uterine perforation, perforation, fallopian tube perforation, pelvic pain, abdominal pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression had not resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: the plaintiff has suffered and will continue to suffer ongoing physical symptoms and mental anguish, as set out in paragraph 36 above, despite the surgical removal of the essure device on or about (B)(6)2015 and (B)(6) 2017 the plaintiff underwent surgery to remove the essure devices. The plaintiff was injured severely and permanently. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), uterine perforation ("perforation of the uterus"), perforation ("other organs perforation"), fallopian tube perforation ("fallopian tubes perforation") and pelvic pain ("pelvic pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. Other product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced device dislocation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), pelvic pain (seriousness criterion medically important), abdominal pain ("chronic abdominal"), back pain ("back pain"), haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reaction nos"), autoimmune disorder ("auto-immune reactions"), headache ("headaches,"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (to remove essure). At the time of the report, the device dislocation, uterine perforation, perforation, fallopian tube perforation, pelvic pain, abdominal pain, back pain, haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression had not resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: the plaintiff has suffered and will continue to suffer ongoing physical symptoms and mental anguish, as set out in paragraph 36 above, despite the surgical removal of the essure device. On or about (B)(6) 2015 and (B)(6) 2017, the plaintiff underwent surgery to remove the essure devices. The plaintiff was injured severely and permanently. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-oct-2022: quality safety evaluation of ptc. 06-oct-2022: correction due to discrepancy between coding action item and match point coder query:: the event ¿chronic abdominal¿ specified as ¿chronic abdominal pain¿ pt not changed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), uterine perforation ("perforation of the uterus"), perforation ("other organs perforation"), fallopian tube perforation ("fallopian tubes perforation") and pelvic pain ("pelvic pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. Other product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced device dislocation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), pelvic pain (seriousness criterion medically important), abdominal pain ("chronic abdominal"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reaction nos"), autoimmune disorder ("auto-immune reactions"), headache ("headaches,"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (to remove essure). At the time of the report, the device dislocation, uterine perforation, perforation, fallopian tube perforation, pelvic pain, abdominal pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression had not resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: the plaintiff has suffered and will continue to suffer ongoing physical symptoms and mental anguish, as set out in paragraph 36 above, despite the surgical removal of the essure device on or about (B)(6) 2015 and (B)(6) 2017, the plaintiff underwent surgery to remove the essure devices. The plaintiff was injured severely and permanently. The following amendment was made: the correct ird of cass is (B)(6) 2022. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("migration of the essure device to the abdominal or pelvic cavity/malplacement of the coils in the right fallopian tube"), uterine perforation ("perforation of the uterus"), perforation ("other organs perforation"), fallopian tube perforation ("fallopian tubes perforation"), device breakage ("3 portions of wire spring-like structure measuring 1.5, 2.2, and 3.5 cm in length") and pelvic pain ("pelvic pain") in a 54 year-old female patient who had essure inserted (lot no. C12704,c91762). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of shortness of breath, obesity, blurry vision, urinary tract infection, vaginal discharge, amenorrhea, crohn's, vaginal bleeding, yeast infection, nausea, swelling of legs, memory loss, bladder infection, dysuria, heavy menstrual bleeding, parity 2 and gravida ii. Previously administered products included: mirena for r heavy menstrual bleeding and intrauterine contraceptives. Concomitant products included mirena (levonorgestrel) for heavy menstrual bleeding since (B)(6) 2014 and advil (ibuprofen). On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced device dislocation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), device breakage (seriousness criterion medically important), pelvic pain (seriousness criterion medically important), abdominal pain ("chronic abdominal"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reaction nos"), autoimmune disorder ("auto-immune reactions"), headache ("headaches,"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and endometritis ("endometritis"). Essure was removed on (B)(6) 2017. The patient was treated with surgery (vaginal hysterectomy and laparoscopy, lysis of adhesions, cystoscopy and to remove essure). At the time of the report, the device dislocation, uterine perforation, perforation, fallopian tube perforation, pelvic pain, abdominal pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression had not resolved. The outcomes for device breakage and endometritis were unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device breakage, device dislocation, endometritis, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: the plaintiff has suffered and will continue to suffer ongoing physical symptoms and mental anguish, as set out in paragraph 36 above, despite the surgical removal of the essure device on or about (B)(6), 2015 and (B)(6) 2017, the plaintiff underwent surgery to remove the essure devices. The plaintiff was injured severely and permanently. Discrepancy noted in device removal date (B)(6) 2015. Essure placement with subsequent bilateral salpingectomy laparoscopic removal essure coils & fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 36.264 kg/sqm. [Computerised tomogram] in november 2015: showed uterine fibroid, no iud and clips from tubal ligation. [Pathology test] on (B)(6) 2014: specimen: endometrial biopsy. Clinical information: heavy uterine bleeding. Et 9 mm. Mirena iud in situ diagnoses: endometrial biopsy: chronic endometritis; on (B)(6) 2015: specimen: bilateral fallopian tubes and essure coils clinical information: bilateral salpingectomy and removal of essure coils diagnoses: bilateral fallopian tubes and essure coils: benign fallopian tube segments; grossly unremarkable portions of essure coils gross description: 3 portions of wire spring-like structure measuring 1.5, 2.2, and 3.5 cm in length; on (B)(6) 2017: specimen: uterus and cervix. Clinical information: pelvic pain had essure coils and attempted removal. Diagnoses: uterus and cervix, resection: exocervix and endocervix: benign with inflammation endometrial: limited weakly proliferative endometrium, negative for hyperplasia or malignancy myometrium: benign. Cervix: no significant pathology. [Ultrasound pelvis] on (B)(6) 2011: iud in place; on (B)(6) 2014: reason: iud for three years. No menstrual period for three years but last eight days, extensive bleeding and passing clots. Query iud placement. Query endometrial thickening. Query cause of bleeding. Findings: iud is normally located with distal prongs deployed near the uterine fundus. Impression: no pelvic pathology demonstrated; on (B)(6) 2015: reason: query ovarian cyst. Rlq pain nyd. CT nil acute. No wbc. No fever. (Uncertain) ovarian/pelvic pathology. History: query ovarian cyst. Findings: here ls a 1.6 cm linear echogenic structure in the right cornua, consistent with the essure coil inserted on (B)(6) 2014. The coil appears unchanged in position in comparison to prior pelvic ultrasound. The left coil is not visualized on ultrasound and CT performed impression: no adverse interval change. The right essure coil is unchanged in position in comparison to prior pelvic ultrasound, centered in the uterine cornua. Left essure coil is not seen, as on earlier CT. [Ultrasound scan] in (B)(6) 2014: iud in correct position. 9 m et, 2 cm ovarian cyst; on (B)(6)2014: tubal perforation right side by 07. Cm; (dates unknown): normal uterus and normal adnexa without mention of uterine fibroids., there were still coils remaining in the right fundus of the uterus, right ovarian cyst and persistent essure in right ovary area - 1.6 cm [urinary system x-ray] on (B)(6) 2015: history: sharp right lower quadrant discomfort mild radiation. Findings: uterus is normal. No adnexal pathology is suspected. There may be a tubal ligation clips seen or other small staple near the left adnexa iud seen previously is no longer present. Impression: no evidence of kidney stone, ureteric stone or bladder stone. No genitourinary pathology. No definite acute findings to explain patient's symptoms the most recent follow-up information incorporated above includes data received on: 09-may-2024: reporter and patient information, lot no.,non drug treatment, medical history. Lab data added. New event added:endometritis,device breakage. New concomitant added:mirena,advil. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("migration of the essure device to the abdominal or pelvic cavity/malplacement of the coils in the right fallopian tube"), uterine perforation ("perforation of the uterus"), perforation ("other organs perforation"), fallopian tube perforation ("fallopian tubes perforation"), device breakage ("3 portions of wire spring-like structure measuring 1.5, 2.2, and 3.5 cm in length") and pelvic pain ("pelvic pain") in a 54 year-old female patient who had essure inserted (lot no. C12704,c91762). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of shortness of breath, obesity, blurry vision, urinary tract infection, vaginal discharge, amenorrhea, crohn's, vaginal bleeding, yeast infection, nausea, swelling of legs, memory loss, bladder infection, dysuria, heavy menstrual bleeding, parity 2 and gravida ii. Previously administered products included: mirena for r heavy menstrual bleeding and intrauterine contraceptives. Concomitant products included mirena (levonorgestrel) for heavy menstrual bleeding since december 2014 and advil (ibuprofen). On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced device dislocation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), device breakage (seriousness criterion medically important), pelvic pain (seriousness criterion medically important), abdominal pain ("chronic abdominal"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reaction nos"), autoimmune disorder ("auto-immune reactions"), headache ("headaches,"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and endometritis ("endometritis").essure was removed on (B)(6) 2017. The patient was treated with surgery (vaginal hysterectomy and laparoscopy, lysis of adhesions, cystoscopy and to remove essure). At the time of the report, the device dislocation, uterine perforation, perforation, fallopian tube perforation, pelvic pain, abdominal pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression had not resolved. The outcomes for device breakage and endometritis were unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device breakage, device dislocation, endometritis, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: the plaintiff has suffered and will continue to suffer ongoing physical symptoms and mental anguish, as set out in paragraph 36 above, despite the surgical removal of the essure device on or about (B)(6), 2015 and (B)(6), 2017, the plaintiff underwent surgery to remove the essure devices. The plaintiff was injured severely and permanently. Discrepancy noted in device removal date (B)(6) 2015. Essure placement with subsequent bilateral salpingectomy laparoscopic removal essure coils & fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 36.264 kg/sqm. [Computerised tomogram] in (B)(6) 2015: showed uterine fibroid, no iud and clips from tubal ligation. [Pathology test] on (B)(6) 2014: specimen: endometrial biopsy. Clinical information: heavy uterine bleeding. Et 9 mm. Mirena iud in situ diagnoses: endometrial biopsy: chronic endometritis; on (B)(6) 2015: specimen: bilateral fallopian tubes and essure coils. Clinical information: bilateral salpingectomy and removal of essure coils. Diagnoses: bilateral fallopian tubes and essure coils: benign fallopian tube segments; grossly unremarkable portions of essure coils gross description: 3 portions of wire spring-like structure measuring 1.5, 2.2, and 3.5 cm in length; on (B)(6) 2017: specimen: uterus and cervix. Clinical information: pelvic pain had essure coils and attempted removal. Diagnoses: uterus and cervix, resection: exocervix and endocervix: benign with inflammation endometrial: limited weakly proliferative endometrium, negative for hyperplasia or malignancy. Myometrium: benign. Cervix: no significant pathology. [Ultrasound pelvis] on (B)(6) 2011: iud in place; on (B)(6) 2014: reason: iud for three years. No menstrual period for three years but last eight days, extensive bleeding and passing clots. Query iud placement. Query endometrial thickening. Query cause of bleeding. Findings: iud is normally located with distal prongs. Deployed near the uterine fundus. Impression: no pelvic pathology demonstrated; on (B)(6) 2015: reason: query ovarian cyst. Rlq pain nyd. CT nil acute. No wbc. No fever. (Uncertain) ovarian/pelvic pathology. History: query ovarian cyst. Findings: here ls a 1.6 cm linear echogenic structure in the right cornua, consistent with the essure coil inserted on (B)(6) 2014. The coil appears unchanged in position in comparison to prior pelvic ultrasound. The left coil is not visualized on ultrasound and CT performed impression: no adverse interval change. The right essure coil is unchanged in position in comparison to prior pelvic ultrasound, centered in the uterine cornua. Left essure coil is not seen, as on earlier CT. [Ultrasound scan] in (B)(6) 2014: iud in correct position. 9 m et, 2 cm ovarian cyst; on (B)(6)2014: tubal perforation right side by 07. Cm; (dates unknown): normal uterus and normal adnexa without mention of uterine fibroids., there were still coils remaining in the right fundus of the uterus, right ovarian cyst and persistent essure in right ovary area - 1.6 cm. [Urinary system x-ray] on (B)(6) 2015: history: sharp right lower quadrant discomfort mild radiation. Findings: uterus is normal. No adnexal pathology is suspected. There may be a tubal ligation clips seen or other small staple near the left adnexa iud seen previously is no longer present. Impression: no evidence of kidney stone, ureteric stone or bladder stone. No genitourinary pathology. No definite acute findings to explain patient's symptoms lot number: c12704 manufacture date: 2014-01 expiration date: 2017-01. Lot number: c91762 manufacture date: 2014-07 expiration date: 2017-07. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 21-may-2024: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.